Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high and low blood glucose level. The high blood glucose level of customer was 500mg/dl. The low blood glucose level was 42 mg/dl. Current blood glucose level was 275 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported incident. It was found that customer had experienced symptom at the time of incident including dizziness. Customer did not allege the insulin pump was under delivering. The auto mode feature was not active at time of incident. Customer was treated with insulin manual injection or insulin pen. There were no kink, bend or air bubble present along the tubing. The insulin exited during troubleshooting. The insulin vial was not exposed to extreme temperature, looked cloudy or expired. The cannula was not bent. There were no leaks. The insulin pump will not be returned for analysis.